Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the diagnosis performed, thrombus allegation if suspected or confirmed, and patient demographics of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power, and the patient was treated with thrombolytic medication. The following week, the vad again exhibited high power which then reverted to normal without intervention. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - a2 age at event: updated from "00000" to "00043" - a2 date of birth: updated to "(B)(6) 1980" (year valid only) - a4 weight in lbs: updated from "000" to "231" - b2 outcome attributed to adverse event: updated to check off "intervention req" and "hospitalization" - b5 desc evt problem: updated to include additional adverse events, diagnosis and intervention performed to the patient - b6 laboratory data: updated to include - b7 relevant history: updated to include relevant history pertaining to the patient - h6 patient codes (ime/annex e): updated to include codes e1302 and e2204 - h6 imf (annex f) health impact: updated to include codes f08 and f2203 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that thrombus was confirmed and that the patient experienced hematuria, low haptoglobin, and ¿very high¿ lactate dehydrogenase (ldh) in addition to the vad exhibiting ¿high watt¿ and ¿high flow¿. Of note, the patient was hospitalized and while in the hospital and on anticoagulant therapy and double antiplatelet therapy, the patient experienced repetitive thrombosis which was thought to occur likely in the pump as repetitive computerized tomography (CT) angiogram showed no thrombus or kinking in the outflow graft nor in the left ventricle (lv). The patient¿s first and second international normalized ratio (inr) was within therapeutic range and the third time it was low.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high-power event was confirmed via log file analysis which revealed an increase in power consumption and estimated flows beginning on (B)(6) 2022, leading to parameters above normal operating range, followed by a return to baseline parameters on (B)(6) 2022. An additional increase in power consumption and estimated flows leading to parameters above normal operating range was logged beginning on (B)(6) 2022. 100 high watt alarms were logged since (B)(6) 2022. Information received from the site indicated that the patient was treated with thrombolytic medication, which corresponds with the observed decrease in power consumption. Of note, it was reported that thrombus was confirmed and that, in addition to high power consumption, the patient experienced hematuria, low haptoglobin, and very high lactate dehydrogenase (ldh). Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.